Event description:
A us distributor reported that a patient's battery charger was not charging the battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(6) has been completed.  The reported problem (integrated charger problem) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The root cause for the defective charger cannot be positively identified. No adverse events occurred from the damaged charger. Device evaluation of battery charger/modem sn (B)(6) has been completed.  The reported problem (integrated charger problem/charger not charging battery pack) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure.  The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse events occurred from the damaged charger.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed.  The reported problem (integrated charger problem/charger not charging battery pack) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure.  The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was not charging the battery pack.